Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator entered and exited multiple atrial noise reversion in under one second. The device was programmed to higher fixed sensitivity. The patient would be monitored.